Event description:
It was reported that this implantable pacemaker system recorded an alert due to atrial arrhythmia burden. Upon review, it was observed that there are three pacing impedance measurements decreasing below the average trend measurements for the right atrial (ra) lead, the lowest being 472 ohms, which is still within normal limits. The trend was reported to be stable in the range of 645 and 710 ohms. In addition, there is a rythmiq episode showing oversensing of atrial lead noise. The other lead measurements remain stable. Additional information provided indicates that rhythmiq episodes show inhibition of atrial pacing and resultant loss of intrinsic atrio-ventricular conduction, with back up ventricular pacing. Further in-clinic review was recommended. The device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker system recorded an alert due to atrial arrhythmia burden. Upon review, it was observed that there are three pacing impedance measurements decreasing below the average trend measurements for the right atrial (ra) lead, the lowest being 472 ohms, which is still within normal limits. The trend was reported to be stable in the range of 645 and 710 ohms. In addition, there is a rythmiq episode showing oversensing of atrial lead noise. The other lead measurements remain stable. Further in-clinic review was recommended. The device system remains in service. No adverse patient effects were reported.